Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received critical pump error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was done for the critical pump error alarm. The customer reported that they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and recommended refer to back up plan per healthcare professional's instructions. Customer was advised to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.